Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a pacemaker system implant. After the procedure, it was noted that the atrial lead was found to be dislodged. The atrial lead was repositioned (B)(6) 2020 and the patient was in stable condition throughout the procedure.

Event description:
It was reported that patient presented for a pacemaker system implant. After the procedure, a fluoroscopy was performed and the atrial lead was found to be dislodged. The atrial lead was repositioned 26 aug 2020 and the patient was in stable condition throughout the procedure.